Event description:
It was reported that the device would power itself on and off. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assemblies; however, the reported failure was not duplicated. Both assemblies functioned normally on a mock-up device. The cause of the reported malfunction could not be determined.